Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmwh13, (imp, tsv, 4.7,13,mtx,mc,mg,ha) for evaluation. Visual evaluation was performed, the returned implant and packaging were identified as reported. The outer vial was observed already opened and the tamper seal / ring was broken. The inner vial was missing the cover screw. He coob is non-verifiable as the conditions of the packaging when delivered to the customer are unknown / non-verifiable. DHR review was completed for the subject lot number 1219269. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219269 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the operator was not following work instruction. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported coob is non verifiable since the condition of the packaging when delivered to the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that cover screw of implant was missing, so that implant could no be placed. Doctor confirmed by phone on (B)(6) 2023 that procedure was completed with a new one.